Event description:
Physician placed wire in coronary sinus. Physician tracked lead over wire to place in coronary sinus and wire tip broke off in patient's coronary sinus. Unable to retrieve wire tip after repeated attempts. Wire tip remains in patient. This occurred performing a biventricular ICD implant while placing the coronary sinus lead. Dates of use: 2009. Diagnosis or reason for use: bi ventricular ICD implant.